Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of two cre pro wireguided balloons that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a dilation procedure performed on (B)(6) 2025. During the procedure, cre balloon will not keep the pressure; had a hole. Then tried another balloon and the same thing happened. A hole or leak in the balloon was seen endoscopically. The type of procedure and anatomy location of the procedure are unknown and is being reported as it may have occurred in the esophagus. The procedure was completed with a third cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.